Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had leaked. This occurred during patient infusion. It was stated that the leak was found to be between the one link and the catheter. The emergency department was using a power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.